Event description:
Account states when the liner was full, gelling agent was soaked into the liner through a separate tubing, all ports were closed, when taking the liner out of the outer canister, the blue lid came off as the fluid was not fully gelled. The fluid (hiv positive) squirted on the floor and on the nurse. Risk of contamination and infection.